Event description:
Swelling [swelling]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on 06/15/2012 from a physician regarding a (B)(6) male pt, initials (B)(6), with unk product indication. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dose regimen not provided. The lot number of the product was not provided. It was reported that the clinical sample and administration was before the expiration date. On (B)(6) 2012, the pt received second dose of synvisc. On (B)(6) 2012, the pt developed swelling and joint fluid retention. The action taken with synvisc treatment was not provided. On (B)(6) 2012, 64 cc relatively opacified; not purulent joint fluid was aspirated. On an unspecified date in 2012, 33 cc of joint fluid was aspirated. The pt received treatment with steroid, celecoxib and suvenyl (hyaluronate sodium) for swelling. On an unspecified date in 2012, the pt recovered from the event of joint fluid retention. The outcome for the event of swelling was not provided. Concomitant medications were not provided. The intensity for the events of swelling and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as probable. The reporting physician did not provide the causal relationship between synvisc and the event of swelling.

Manufacturer narrative:
Qa (quality assurance) investigation summary was received on 06/19/2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.